Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported following an intraocular lens implant procedure, the patient sees glare and did not remember the exact moment of the appearance of glares, since glare can be seen when looking at a dimly lit surface when an additional light source is located on the outer side of the eye, approximately 30 degrees in front of the plane of the face. Lens subluxation reported post surgery and a suture was performed. Currently the eye is slightly irritated but no consequences reported. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received. Which states, the surgery was completed without complications. It was confirmed, that no suture was performed.